Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 533mg/dl with polyuria and polydipsia. The patient did not receive treatment above and beyond the usual routine care of diabetes management. Customer support (cs) reviewed the pump and all settings were correct. This report is being made due to bg excursion the patient experienced due to alleged history settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the pump history shows the last basal delivery and the last bolus were delivered on (B)(6) 2014. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. No eaw¿s associated to the complaint observed in the alarm history. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate reported complaint. The battery compartment is cracked below bumper pad. Returned battery cap is able to fully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.